Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the scope communication error b30 of the subject device was displayed during the prechecks for the unspecified diagnostic procedure. At the incoming inspection for the repair, the service department of olympus (B)(4) checked the subject device and found that the error b30 which indicated there was the communication problem between the subject device and endoscope was displayed. Also it was found that there was no image and was the corrosion/water ingress evident of the video connector socket. Moreover it was found that the video connector socket failure which might have caused the error b30. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the following causes; -the user connected the tip of the video connector to the video connector socket of the subject device without enough drying -the corrosion of the video connector terminal which might have occurred due to cleaning the electrical contacts of the video connector socket of the subject device if additional information becomes available, this report will be supplemented.